Manufacturer narrative:
Patient's age at the time of the event unknown/ not provided. Patient's weight unknown/ not provided. Reporter's email address not provided. Product not returned to the manufacturer.

Event description:
It was reported that the abutment cannot be remover from (ltx510). Stuck mount. It was also reported that they were able to complete the procedure using another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One ltx self-tapping implant was returned for inspection with an attached cover screw. The product shows signs of wear consistent with use, and debris about the thread. The internal drive feature is worn but not damaged. Functional testing revealed that implant assembled and retained as intended with a mating mount. The complaint and malfunction was unconfirmed.